Manufacturer narrative:
The device was returned to greatbatch for evaluation. It was found that the components that comprise of the finished assembly were returned with different part and lot numbers. In addition, the handle was damaged and deformed with significant forces evident by mishandling (dropped part). In summary, the complaint is confirmed as the handle grip was sheared off the offset handle. The offset body was deformed at the location of the broken weld indicating that there were significant forces applied when the weld broke. A manufacturing review was performed and there were no discrepancies found. No further investigation is required. (B)(4).

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to (B)(4). Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure on a (B)(6) year old female patient, the offset reamer handle inner sleeve would not seat all the way in. It could not be removed and the handle broke in the attempt to pull it apart. There was a 5 minutes delay with no adverse events reported as a result of the malfunction.